Event description:
It was reported that the 9800 system had a disk drive fault error and locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The hardware and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.